Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation at the manufacturer's service center the device's lcd screen was white. The device's lcd screen was replaced to address the issue. The device was cleaned and tested and passed all final testing.